Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The patient was treated injection vancomycin 1 gm, injection imipenem 250 mg (every exchange /day). It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.